Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-04043. Reference MFR report: 1627487-2013-04045. It was reported the pt was unable to turn the stimulation off at times. In addition, the pt reported the stimulation made her whole body hot, and she felt as if she had heating up in the middle of the night. The heating was reportedly when the system was in use. The pt also reported intermittent locking sensations at the ipg site. The pt reported the heating was not related to charging, and not at the ipg site. The pt requested for the system to be removed. It was reported the pt later stated she may have been too hyper to turn the system off. The sjm rep reported the programmer worked normally when used. The physician ordered an x-ray which did not reveal any anomalies. Follow up identified the physician explanted the entire system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.